Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The manufacturer¿s test personnel confirmed the reported watchdog error message. The manufacturer¿s test personnel felt that the damage to the u1 (airflow sensor) took place during return shipping. Damage to the sensor was not noted in the original complaint. Gas delivery system (gds) was return for analysis. Damage to the flow sensor (u1) on the oxygen flow sensor pcb generated the 100b and was not a part of the original problem so this damage is most likely shipping related. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During further investigation, a watchdog test failed (100b) error message occurred when attempting to start the test ventilator. There was no patient involvement.